Event description:
Customer's parent called on their behalf alleging that their meter would not power on. Customer did not have any symptoms and was unable to obtain a blood glucose result. Customer's parent was worried because they were unable to administer the customer's insulin. No medical treatment beyond home care was received. No adverse event or serious injury occurred. Ccr checked that the batteries were good and they were correctly installed (positive + side up). Meter was replaced because the issue could not be resolved.